Event description:
It was reported that post-operatively to a completed cardiac ablation procedure, the patient took an hour to regain consciousness and was moved to the ward. 2 to 3 hours later, the ward monitor showed ST elevation, which progressed to Ventricular Tachycardia (VT), Ventricular Fibrillation (VF), and finally cardiac arrest. The patient was defibrillated, and a temporary pacemaker was implanted. Then, the patient was placed on Extracorporeal Membrane Oxygenation (ECMO) in the operating room and moved to the catheterization lab for coronary angiography. As a result of coronary angiography, it was confirmed that the second coronary artery was narrowed, and stenosis was observed in other arteries. The patient was moved to the Intensive Care Unit (ICU). The following day, ECMO was discontinued and vital signs were stable, though not in a state where further cardioversion was possible. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.